Manufacturer narrative:
One flotrac sensor without any attached components was returned for examination. The reported event of co measurement issue was not confirmed. No visible damage or abnormality was observed from the entire unit. No error message was observed on a vigileo monitor and pressure monitor. The flotrac sensor and dpt zeroed and sensed pressure accurately on a vigileo monitor and pressure monitor respectively. The pressure did not show any drift during output drift testing and met specification. Electrical testing showed that both input impedance and output impedance were within specifications. Zero-offset also met specification. Lot number was not provided, therefore review of the manufacturing records could not be completed. The reported event could not be confirmed or replicated during the analysis, as the device responded appropriately during functional testing. No corrective actions will be taken at this time. Poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on a monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square-wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Pressure readings should correlate with the patient¿s clinical manifestations. It is not known if user or procedural factors may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that inaccurate cardiac output (co) value was indicated on the monitor during use. Although the customer expected the value to be 4l/min, the actual value indicated on the monitor fluctuated between 2 to 8l/min. The patient was not treated based on any incorrect values. There was no occlusion, leakage or kink noted on the device. The patient monitor used with the kit was nihon koden monitor. Patient demographic information requested but unavailable. There were no patient complications reported.